Manufacturer narrative:
Additional information added to b2, b5, h1, and h6 to coincide with the report of the patient's passing. The investigation remains ongoing. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Additional information was received regarding the outcome of the patient. Despite a successful perforation repair, the patient still struggled after coming off bypass. The patient's condition remained poor the following day, and the family decided to withdraw care after making the patient dnr. The patient passed away following explant. A definitive relationship between the perforation and patient's passing was not established.

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced positioning issues during impella support that coincided with a left ventricle perforation. After placing the pump across the aortic valve during two consecutive delivery attempts, the pump flipped towards the mitral valve. Following the second attempt, it was noted that the left ventricle had been perforated. A covered stent and balloon tamponade were utilized to treat the perforation. Once the perforation was treated, the pump was re-advanced over the guidewire and placed successfully for patient support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.